Manufacturer narrative:
The device was not returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that prior to a thyroid procedure, the threaded screw was stripped off and the instruments could not be attached to the handpiece. The case was completed with a second handpiece with no patient consequence.